Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support for a complete pump reset and confirmed the error did not reappear after the reset.